Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5058533) in united states on 30-dec-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer was complaining of having pain from essure for 4-5 of the 6 years that essure has been in. She was informed it was made of titanium with a little nickel. At the time she was not allergic to nickel, however she now developed an allergy to nickel. She was recently diagnosed with adenomyosis. Serious injury was mentioned as event report type but not specified and/or assigned to one of the events. Follow up information received on 15-jan-2016: case upgraded to incident. Consumer was (B)(6). Essure was inserted on (B)(6) 2009. She was experiencing terrible pain that got worse every day. She had adenomyosis. She was scheduled for a hysterectomy on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and developed an allergy to nickel. These events are listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Also, pain may occur with essure therapy. In the present case, the consumer was not allergic to nickel, but developed an allergy to nickel after essure was implanted. Given the nature of the reported events and compatible temporal relationship, causality with essure cannot be excluded. Non-serious event was also reported. This case was upgraded to incident since a surgical intervention will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 25-feb-2016: (B)(4) final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and developed an allergy to nickel. These events are listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Also, pain may occur with essure therapy. In the present case, the consumer was not allergic to nickel, but developed an allergy to nickel after essure was implanted. Given the nature of the reported events and compatible temporal relationship, causality with essure cannot be excluded. Non-serious event was also reported. This case was upgraded to incident since a surgical intervention will be required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Essure was initially received via regulatory authority (FDA, reference number: mw5058533)) on 30-dec-2015. The most recent information was received on 18-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding(genital)") and blindness ("vision / eye problems type: blindness / vision loss") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included progesterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: changes in moods"), fungal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anger ("hormonal changes describe: anger"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced toothache ("dental problems: tooth pain"), pain in jaw ("dental problems - jaw pain") and visual impairment ("vision/eye problems type: constant and progressive issues with seeing"). In (B)(6) 2014, the patient experienced rash ("rough and painful rashes"). In (B)(6) 2015, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), allergy to metals ("developed an allergy to nickel"), adenomyosis ("adenomyosis"), alopecia ("hair loss"), nausea ("nausea"), premenstrual syndrome ("hormonal changes describe: changes in moods") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blindness, nausea, mood swings, vaginal haemorrhage, menorrhagia, toothache, pain in jaw, dysmenorrhoea, visual impairment, anger, abdominal pain and back pain had resolved and the allergy to metals, adenomyosis, alopecia, fatigue, premenstrual syndrome, fungal infection, weight decreased, gastrooesophageal reflux disease and rash outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anger, back pain, blindness, dysmenorrhoea, fatigue, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mood swings, nausea, pain in jaw, pelvic pain, premenstrual syndrome, rash, toothache, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results: (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(4) 2018: pfs received, reporter added, aka added, demographic added, events added are as follows- mood swings, premenstrual syndrome, vaginal haemorrhage, menorrhagia, fungal infection, tooth disorder, pain in jaw, dysmenorrhoea, visual impairment, blindness, weight decreased, gastrooesophageal reflux disease, anger, rash, abdominal pain, back pain, device monitoring error. Events outcome updated, concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('the baby that I lost at 24 weeks') in a 32-year-old female patient who had essure (batch no: 664586, 663586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included miscarriage, heart murmur and anxiety. Concomitant products included progesterone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: changes in moods"), urogenital infection fungal ("infection (bladder/ urinary tract/vaginal"), dysmenorrhoea ("dysmenorrhea (cramping"), anger ("hormonal changes describe: anger"), abdominal pain ("abdominal pain") and back pain ("back pain / my back hurts this suck "). On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding(genital"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced blindness ("vision / eye problems type: blindness / vision loss"), toothache ("dental problems: tooth pain"), pain in jaw ("dental problems - jaw pain") and visual impairment ("vision/eye problems type: constant and progressive issues with seeing"). On (B)(6) 2014, the patient experienced allergy to metals ("developed an allergy to nickel") and rash ("rough and painful rashes"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), nausea ("nausea / my hormones are nauseating "), premenstrual syndrome ("hormonal changes describe: changes in moods / my pms is going to be evil this moon "), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), pyrexia ("I pray my fever break "), emotional disorder ("my emotion are high "), crying ("I am crying at radio commercial"), dry skin ("I used to have issue with dryness"), rubber sensitivity ("I am also allergic to lube latex"), oral herpes ("I get gnarlie cold sore"), menstruation delayed ("late mense"), acne ("pimple"), headache ("headaches / ice picks on my head "), mental disorder ("psychoactive"), hot flush ("hot flashes"), panic attack ("panic attack"), fibromyalgia ("I am having a bad fibromyalgia"), adnexa uteri pain ("I am having extreme ovarian pain"), renal pain ("kidney pain"), constipation ("constipated"), myalgia ("muscle pain"), arthralgia ("joint pain"), endometriosis ("it is basically endometriosis"), skin erosion ("all of my skin is raw especially around my neck and chest"), biliary colic ("sharp pain in my right side it is the area of my gall bladder "), insomnia ("insomnia"), formication ("I experienced the sensetion of armies of insect crawling up my arm & leg"), dizziness ("dizziness") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("I got pregnant on my 23 birthday"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy ,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blindness, alopecia, nausea, mood swings, vaginal haemorrhage, menorrhagia, toothache, pain in jaw, dysmenorrhoea, visual impairment, anger, abdominal pain, back pain and formication had resolved, the allergy to metals was resolving and the adenomyosis, fatigue, premenstrual syndrome, urogenital infection fungal, weight decreased, gastrooesophageal reflux disease, rash, pyrexia, emotional disorder, crying, dry skin, rubber sensitivity, oral herpes, menstruation delayed, acne, headache, mental disorder, hot flush, panic attack, fibromyalgia, adnexa uteri pain, renal pain, constipation, myalgia, arthralgia, endometriosis, skin erosion, biliary colic, insomnia, dizziness, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, anger, arthralgia, back pain, biliary colic, blindness, constipation, crying, dizziness, dry skin, dysmenorrhoea, emotional disorder, endometriosis, fatigue, fibromyalgia, formication, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, menstruation delayed, mental disorder, mood swings, myalgia, nausea, oral herpes, pain in jaw, panic attack, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, pyrexia, rash, renal pain, rubber sensitivity, skin erosion, toothache, urogenital infection fungal, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Right: 2 coils left: 2coils. Received treatment for vaginal hemorrhage, menorrhagia, infection, abdominal pain, gerd. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 3-feb-2020: social media: new events: pyrexia, emotional disorder, crying, dry skin, rubber sensitivity, oral herpes, menstruation delayed, acne, headache, mental disorder, hot flush, panic attack, fibromyalgia, adnexa uteri pain, renal pain, constipation, myalgia, arthralgia, endometriosis, skin erosion, biliary colic, insomnia, formication, dizziness, pregnancy with contraceptive device, device ineffective, abortion spontaneous were added. Reporter was added. Reporter was added. Lot number was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058533) on 30-dec-2015. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), blindness ('vision / eye problems type: blindness / vision loss') and abortion spontaneous ('the baby that I lost at 24 weeks') in a 32-year-old female patient who had essure (batch no. 664586, 663586-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included miscarriage, heart murmur and anxiety. Concomitant products included progesterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: changes in moods"), urogenital infection fungal ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anger ("hormonal changes describe: anger"), abdominal pain ("abdominal pain") and back pain ("back pain / my back hurts this suck "). In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding(genital)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced blindness (seriousness criterion medically significant), toothache ("dental problems: tooth pain"), pain in jaw ("dental problems - jaw pain") and visual impairment ("vision/eye problems type: constant and progressive issues with seeing"). In (B)(6) 2014, the patient experienced allergy to metals ("developed an allergy to nickel") and rash ("rough and painful rashes"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), nausea ("nausea / my hormones are nauseating "), premenstrual syndrome ("hormonal changes describe: changes in moods / my pms is going to be evil this moon "), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), pyrexia ("I pray my fever break "), emotional disorder ("my emotion are high"), crying ("I am crying at radio commercial"), dry skin ("I used to have issue with dryness"), rubber sensitivity ("I am also allergic to lube latex"), oral herpes ("I get gnarlie cold sore"), menstruation delayed ("late menses"), acne ("pimple"), headache ("headaches / ice picks on my head "), mental disorder ("psychoactive"), hot flush ("hot flashes"), panic attack ("panic attack"), fibromyalgia ("I am having a bad fibromyalgia"), adnexa uteri pain ("I am having extreme ovarian pain"), renal pain ("kidney pain"), constipation ("constipated"), myalgia ("muscle pain"), arthralgia ("joint pain"), endometriosis ("it is basically endometriosis"), skin erosion ("all of my skin is raw especially around my neck and chest"), biliary colic ("sharp pain in my right side it is the area of my gall bladder "), insomnia ("insomnia"), formication ("I experienced the sensation of armies of insect crawling up my arm & leg"), dizziness ("dizziness") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("I got pregnant on my 23 birthday"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy ,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, blindness, genital haemorrhage, alopecia, nausea, mood swings, vaginal haemorrhage, menorrhagia, toothache, pain in jaw, dysmenorrhoea, visual impairment, anger, abdominal pain, back pain and formication had resolved, the allergy to metals was resolving and the adenomyosis, fatigue, premenstrual syndrome, urogenital infection fungal, weight decreased, gastrooesophageal reflux disease, rash, pyrexia, emotional disorder, crying, dry skin, rubber sensitivity, oral herpes, menstruation delayed, acne, headache, mental disorder, hot flush, panic attack, fibromyalgia, adnexa uteri pain, renal pain, constipation, myalgia, arthralgia, endometriosis, skin erosion, biliary colic, insomnia, dizziness, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, anger, arthralgia, back pain, biliary colic, blindness, constipation, crying, dizziness, dry skin, dysmenorrhoea, emotional disorder, endometriosis, fatigue, fibromyalgia, formication, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, menstruation delayed, mental disorder, mood swings, myalgia, nausea, oral herpes, pain in jaw, panic attack, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, pyrexia, rash, renal pain, rubber sensitivity, skin erosion, toothache, urogenital infection fungal, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Right: 2 coils left: 2 coils. Received treatment for vaginal hemorrhage, menorrhagia, infection, abdominal pain, gerd. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Lot number reported (663586) is invalid. Lot number: 664586 manufacturing date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("developed an allergy to nickel"), adenomyosis ("adenomyosis"), alopecia ("hair loss"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, adenomyosis, alopecia, nausea and fatigue outcome was unknown. The reporter considered adenomyosis, allergy to metals, alopecia, fatigue, nausea and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: legal claim received. Lawyers were added. Event hair loss, nausea, fatigue, reporter lawyer added. Essure implated on (B)(6) 2009 (previously reported (B)(6) 2009). Essure removed by surgery on (B)(6) 2016. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Without lot no: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058533) on 30-dec-2015. The most recent information was received on 26-feb-2019. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding(genital)") and blindness ("vision / eye problems type: blindness / vision loss") in a 32-year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included miscarriage, heart murmur and anxiety. Concomitant products included progesterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: changes in moods"), urogenital infection fungal ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anger ("hormonal changes describe: anger"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced toothache ("dental problems: tooth pain"), pain in jaw ("dental problems - jaw pain") and visual impairment ("vision/eye problems type: constant and progressive issues with seeing"). In (B)(6) 2014, the patient experienced rash ("rough and painful rashes"). In september 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), allergy to metals ("developed an allergy to nickel"), adenomyosis ("adenomyosis"), alopecia ("hair loss"), nausea ("nausea"), premenstrual syndrome ("hormonal changes describe: changes in moods") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy ,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blindness, nausea, mood swings, vaginal haemorrhage, menorrhagia, toothache, pain in jaw, dysmenorrhoea, visual impairment, anger, abdominal pain and back pain had resolved and the allergy to metals, adenomyosis, alopecia, fatigue, premenstrual syndrome, urogenital infection fungal, weight decreased, gastrooesophageal reflux disease and rash outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anger, back pain, blindness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mood swings, nausea, pain in jaw, pelvic pain, premenstrual syndrome, rash, toothache, urogenital infection fungal, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Right: 2 coils left: 2coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 26-feb-2019: reporter, lot number, medical history added from medical record. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding(genital)") and blindness ("vision / eye problems type: blindness / vision loss") in a 32-year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included miscarriage, heart murmur and anxiety. Concomitant products included progesterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: changes in moods"), urogenital infection fungal ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anger ("hormonal changes describe: anger"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced toothache ("dental problems: tooth pain"), pain in jaw ("dental problems - jaw pain") and visual impairment ("vision/eye problems type: constant and progressive issues with seeing"). In (B)(6) 2014, the patient experienced rash ("rough and painful rashes"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), allergy to metals ("developed an allergy to nickel"), adenomyosis ("adenomyosis"), alopecia ("hair loss"), nausea ("nausea"), premenstrual syndrome ("hormonal changes describe: changes in moods") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy ,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blindness, nausea, mood swings, vaginal haemorrhage, menorrhagia, toothache, pain in jaw, dysmenorrhoea, visual impairment, anger, abdominal pain and back pain had resolved and the allergy to metals, adenomyosis, alopecia, fatigue, premenstrual syndrome, urogenital infection fungal, weight decreased, gastrooesophageal reflux disease and rash outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anger, back pain, blindness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mood swings, nausea, pain in jaw, pelvic pain, premenstrual syndrome, rash, toothache, urogenital infection fungal, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Right: 2 coils left: 2coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 26-feb-2019: reporter, lot number, medical history added from medical record. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.